Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a pair of stat-padz ii (lot 0324) electrodes were returned for evaluation. The customer's report was observed during review of the logs as advisory messages. However, the report could not be duplicated. The pads were received without any styrene liners and were stuck together face to face. Inspection of the wiring and connector did not observe any physical damage. The pads passed continuity testing from the connector pins to the tins. The pads were scrapped after the evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.